Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a retracted insulation on conductor wire at the yaw pulley. There was no fragmentation of the insulation. The internal conductor wires were exposed but, not frayed or fully broken. The instrument passed an electrical continuity test.

Event description:
It was reported that during central processing the 8mm fenestrated bipolar forceps instrument was observed to have a frayed cable. There were no reports of patient involvement or patient injury.